Event description:
Additional info received from the MFR on 8/26/1998: the failure in this case came about by the fact that the metal label was stamped in such a way that it put stress on the glued side, causing the body of the label to pull away from the surface of the case. This allowed it to slide down across the plug tines, resulting in a short circuit at the plug. This problem was discovered in 1995 after shipment of several hundred pcs. All of the defective parts were recalled and replaced with correctly stamped labels. MFR can only surmise that the incorrect label somehow found its way on to production line. MFR is planning to change the label material to a plastic label on the next production order so that such a hazard would not be possible.